Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged white power cable of the system controller resulting in power cable disconnect alarms was confirmed and reproduced. A review of the downloaded controller event log file spanned approximately 5 days (31mar2025 ¿ 04apr2025 and 16jun2025 per time stamp). On (B)(6) 2025 at 17:27:08 while connected to batteries, the power cable disconnect alarm activated due to a sudden drop in bus and relative state of charge (rsoc) voltage. The alarm was not associated with a power source exchange and remained active through the remainder of the log file until the driveline was disconnected at 19:50:15 for a controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned system controller, serial (B)(6), had a severed white power cable which would result in a power cable disconnect alarm when connected to a power source and no communication with the system monitor. The power cables were replaced to continue with testing. The controller was then functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. The provided information stated that the patient cut their power cable accidentally while gardening. Additional information provided stated that log files had not been downloaded by the vad coordinator, there was no impact to pump support, and replacing the controller resolved the alarm. Per the provided information, the root cause for the reported event was due to user error. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. B) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. Heartmate 3 instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. B) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller cables. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during gardening the patient cut off the white power cable of the system controller causing a connect battery alarm. The system controller was replaced. There was no impact to pump support. Replacing the system controller resolved the alarms.